Manufacturer narrative:
Load wheel on head section.

Event description:
It was reported by service report that when attempting to pull the cot out of the ambulance with a pt on it, the small load wheel on the head section pull out broke off. There was pt involvement; however, no adverse consequences are reported.